Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment. It was noted that the unit was in an alarm condition, instructing the user to switch to alternate oxygen mode. The display was replaced.

Event description:
The hospital reported that the unit had a blank screen on power up. There was no report of patient involvement.